Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The product has been returned for analysis; however, it has not yet been evaluated. Upon completion of the evaluation a supplemental report will be sent with the investigation results as well as the device history record. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with a patient using a vigilance ii monitor, the cardiac index (ci) often paused automatically during monitoring. In addition, blood temperature value was not stable and was drifting. Per follow-up, the continuous cardiac output (cco) also paused during monitoring (all data collection paused except svo2) and the blood temperature (bt) drifted between 34ºc and 37ºc. The expected value was 37ºc. Bt alert was displayed sometimes, but the user does not remember the exact error message. In addition, the screen showed "click start to monitor cco, equipment was not in use and pause to monitor cco". The other measured parameters were accurate. No other device was used to verify wrong values and no treatment was given. The patient¿s demographics are unknown. There was no allegation of patient injury. The monitor was available for evaluation.

Manufacturer narrative:
Examination of the returned device was unable to replicate the customer¿s experience. During evaluation, a burn in procedure was done and the blood temperature was stable for the 24 hours burn in test. The blood temperature value was 36. The unit did, however, failed the fatu communication test item as an error message appeared. It was tried three times to perform the fatu test but the error appeared each time. It was not possible to continue the fatu test. This error disappeared after replacing the svo board and then the monitor could pass the fatu test. The root cause is the svo board was defective. After repair, the monitor passed all tests. The monitor will be returned to customer. A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. With any hemodynamic monitoring, parameters can change quickly and dramatically. Cardiac output computation depends on accurate temperature readings. Temperature readings should correlate with the patient¿s clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.